Event description:
It was reported that the "mobi cartridge was not seated properly on the pump". As a result, customer's blood glucose (bg) increased to 386 mg/dl with ketones a health care provider determined to be dangerous/life threatening. Customer was treated with a manual injection of insulin and intravenous fluids of saline. Customer was released from the ER 12 hours later with the issue resolved and no permanent damage. Customer loaded a new cartridge on the pump and resumed insulin delivery to address the issue.